Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed the message ¿pump overheating¿ and then stopped pumping. The user restarted the unit and it began working again. There was no harm or injury to the patient and no adverse event was reported .

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.